Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed and it was not detected on the bus. The field service engineer (fse) had investigated an issue where drawer 1.1 and 1.2 on the auxiliary unit were not detected on the bus. During diagnostics, the fse confirmed that all boards displayed indicator lights. All cables and wires were reseated, and inseparable were thoroughly cleaned. The pyxis bus cable was examined for faults. Following these actions, the system was rebooted. Post-reboot, the fse verified that the unit was operable and launched the hardware test application (hta). All tests were completed successfully. Escort access to pyxis was permitted, and functionality was tested again, yielding successful results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.